Manufacturer narrative:
We checked the returned unit and confirmed that the cfb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb. In addition, we confirmed that the light guide cable broken, the insertion flexible tube (ift) broken, the control body complete loosened, the control body complete worn out, the lg prong top broken, the ocular complete coating damage, and the "index" is peeling off the scope; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the cfb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb. In addition, we confirmed that the light guide cable broken, the insertion flexible tube (ift) broken, the control body complete loosened, the control body complete worn out, the lg prong top broken, the ocular complete coating damage, and the "index" is peeling off the scope; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.